Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the reported damage to the external portion of the patient¿s driveline could not conclusively be determined through this evaluation as no photos were submitted and the product was not returned for evaluation. The submitted log file contained data spanning from (B)(6) 2021 23:01:41 through (B)(6) 2021 09:17:53, per the timestamp. The pump appeared to function as intended and no other unusual alarms or events were captured. The pump operated at the set speed for the duration of the file. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. The patient remains ongoing on heartmate ii lvas, serial number (B)(6). No product is available for investigation. The relevant sections of the device history records for (B)(6) was reviewed and showed no deviations from manufacturing or quality assurance specifications. The lvas kit shipped on 05aug2015. The current heartmate ii left ventricular assist system (lvas) instructions for use (IFU) (rev. C) is available. This IFU also outlines the indications of driveline damage, as well as how to respond to such events. The IFU advises the patient to check the driveline for signs of damage, such as cuts, holes, or tears. The current heartmate ii lvas patient handbook (rev. C) contains care information regarding on how to care for the driveline. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that patient had alarms when connecting to the power module. Patient denied any alarms on battery power. Low voltage alarms were noted on history. Patient does have some damage to outer layer of driveline and twisting. Log files captured long strings of low voltage advisory events while using battery power only.